Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4 device available for eval: yes d.4 returned to manufacturer on: 21-feb-2024. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation for foreign matter (fm). The sample and photos were visually inspected and a yellowish edta clump was observed in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory were visually inspected and edta clumps were found. Although the condition is confirmed its impact on the efficiency of the tube is limited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for an additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.